Event description:
Distributor reported on behalf of user facility that leakage was observed between the connection of the inflation line and neck flange. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.